Event description:
The manufacturer was notified on (B)(6) 2016 of the following: there are five cases of valve in valve (corevalve) in perceval after early degeneration of perceval. On (B)(6) 2016, the following updated information was submitted: 'a 78 years old female patient underwent perceval s valve 23/m implant on (B)(6) 2010 (isolated avr). The patient was suffering preoperatively from systemic hypertension and dyslipidemia. The preoperative cardiac status was normal. The patient was in the preoperative nyha class IV. The patient was followed in the cavalier trial till the 5 years visit occurred on (B)(6) 2015. All follow up visits were not done at imm by her referring physician. No events reported for this patient in the cavalier trial. On (B)(6) 2016 the patient underwent tavi (corevalve evolute r n26). Preoperative pre-tavi echo to be collected. However, on (B)(6) 2016 the patient was in nyha iii, mean gradient 21 mmhg, vmax 3.1 m/s (as reported by dr. Zannis). Indication for tavi was intraprosthetic regurgitation with signs of cardiac insufficiency.

Manufacturer narrative:
The manufacturer is re-submitting this report due to an incorrect MFR report number previously indicated

Manufacturer narrative:
Method code: no testing methods performed is selected since no information is available about the device in order to perform the testing manufacturer is trying to obtain further information. Manufacturer is submitting separate report for each case.

Event description:
The manufacturer was notified on (B)(6) 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided.